Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 48 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the meal consumed did not have enough carbs/protein to cover the bolus the customer delivered. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed.